Manufacturer narrative:
No product has been received to date, so an examination cannot be performed. If the product is received at a later time for examination, the results will be sent as a follow up report. No defintive conclusion can be made.

Event description:
It was reported "both 1.5mm hex drivers broke during the case. Both times the drivers were attached to the orange torque-limiting driver handle. This did not impact overall theatre time too much as I got them to use the frag-loc driver for the remaining screws. Also, no impact on patient as heads of the drivers were removed easily. Also, the ratcheting handle also seems to be broken/jammed (80-0663)".